Manufacturer narrative:
(B)(4). S/w version 4.11e retainer ring = black customer returned pump for alleged cosmetic damage located at the lcd screen found on (B)(6), 2022. Received insulin pump with partial display. The insulin pump passed displacement test. Insulin pump fails self test due to pump error 63. Successfully downloaded history files and traces using thus. Confirmed the following alarms/alerts in downloaded history/trace files: pump error 63 on 09/12/2022 at 06:25:29.000with variable 03. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace on pin 6. Pump was cut open to perform visual inspection and found cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, and faded/peeling serial number label. Cosmetic damage at lcd screen was not confirmed, however, other cosmetic damage was noted. Partial display due to cracked lcd glass. Pump error 63 confirmed due to broken trace on pin 6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump screen was cracked. The retainer ring had no damage. No harm requiring medical intervention was reported. The customer will discontinue to use the device.